Event description:
The pt was admitted for a procedure in 2009 with a 99% lesion in the mid left anterior descending branch. The lesion was a de novo, slightly calcified and moderately tortuous. A guiding catheter (non-cordis product) was engaged and a guidewire (non-cordis product) crossed the lesion. The lesion was pre-dilated with a balloon catheter and a 2.5 x 18mm cypher stent was being delivered to the lesion. However, the physician felt friction within the guiding catheter. Therefore, the cypher was removed from the pt and the physician observed that the distal edge of the stent was flared. The procedure was completed with a 2.5 x 13mm cypher stent and there was no pt injury reported.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt. See scanned page.